Event description:
During a breast biopsy procedure, the physician noted a small amount of energy discharge coming from the shaft of the device. This resulted in a small burn (<1 mm) at the opening of the incision. The doctor removed the affected tissue and closed the incision.